Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the or for unrelated to the lead procedure. The rv lead was monitored for gradually increasing hv lead impedance and capture thresholds. During the procedure externalized conductors were noted under fluoroscopy. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead was returned in three segments. Internal insulation abrasion breaching re cables lumen was noted at 12.9 cm to 15.0 cm from the distal tip. Re cables etfe coating was intact at these locations. External insulation abrasion breaching rv cables lumen was noted at 20.6 cm to 20.9 cm from the distal end of svc shock coil. Rv cables were not present on this piece. This is consistent with the observation from the field of insulation abrasion.